Event description:
Submucosal electrode sparked during use which caused a minor burn in the mouth. Burn subsequently caused ulcer.

Manufacturer narrative:
Limited information available from distributor. Device was requested for return but has not been received.